Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired during the lvad pump exchange. The exchange was taking place due to the possibility of thrombus in the pump. The pump exchange was completed, however the symptoms the pt had prior to the exchange remained. The pt quickly declined before the cause could be determined.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.